Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center did not power up. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reportable event of "power supply could not be turned on" was confirmed. The top cover was opened and there was an accumulatation of dust in the housing. The probably causes of the malfunction was most likely attributed to the power supply unit due to a combination of factors such as; dust inside the chassis, and the effects of temperature and humidity. However; a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). - avoid using the device in a dusty environment as this may result in damage to the device. - check that there is no dust in the ventilation holes. If there is dust, use a vacuum cleaner to remove it before using the device. Olympus will continue to monitor field performance for this device.